Manufacturer narrative:
At this time, no product has been received for evaluation, so the issue could not be confirmed. The lot number was not provided, so a review of the device history record could not be conducted. As no product has been returned for evaluation and no lot number was provided, a definitive root cause could not be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
The PICC was leaking during use.